Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had been experiencing more flare ups of pain. The patient will undergo a revision procedure. No further information can be obtained.